Event description:
The company was informed that the patient reportedly developed a skin flap infection at the headpiece site. The patient was treated for two weeks with oral antibiotics (type unk). The patient's infection reportedly resolved.